Event description:
It was reported that during a routine follow-up by the distributor, the patient reported that the cassette was hooked up incorrectly. The patient self trouble shot and corrected the problem. During the correction process, a bond in the cassette tubing was broken, the patient super glued the joint. The therapy was discontinued. We are filing this MDR because of a potential of an infection occurring, due to the patient gluing the cassette tubing. No reports of an infection. There were no reports of any adverse patient events associated with this malfunction.